Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint of difficulty charging the ipg was confirmed. Sleep current was out of the expected range and the depletion rate with stimulation turned off was higher than expected. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Exposing aic to high electromagnetic or voltage transient environment can cause this type of failure. The root cause of the damage is unknown. The possibility that electrical leakage could cause stimulation discomfort was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg replacement.